Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient's three infusion sets cannula were crimped, it led to high blood glucose level to 500 mg/dl and treated with syringe. Infusion sets were used for three hours.